Event description:
Information received indicates the head section will not stay up when weight is applied.

Manufacturer narrative:
The technician replaced the head section gas lifts to repair the stretcher.